Event description:
It was reported that, during a meniscus repair surgery, the t2 implant of the fast-fix 360 failed to fix. The t1 implant was removed from the patient with tweezers. Surgery was completed with a back-up device instead. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. An evaluation of the customer provided image found the packaging of the device; the device can be seen next to the packaging laying on a white surface and next to it what seems to be an anchor with part of the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not received for evaluation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is received at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on: g4 (PMA/510(k)number).